Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. The pump history was also reviewed, and there was no indication that the reported complaint occurred. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that there was no alarm when there was air in the line. The initial reporter also stated that this occurred during testing, and no patient had been affected. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that there was no alarm when there was air in the line. The initial reporter also stated that this occurred during testing, and no patient had been affected. (B)(4).